Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 12-nov-2019. The hcp was unable to clarify the patient¿s report that ¿he has heard his pump alarm when he is showering, and it gets to hot¿. Per the hcp, they had no idea what the patient was reporting. With regards to the cause for the patient experiencing a little bit of withdrawal the last time his pump was refilled, the hcp noted, ¿I don¿t know. He had almost twice what was expected to be in his pump, so I think it¿s not delivering correctly¿. The patient was referred back to the pain specialist that used to manage his pump. The pump remained in the patient and there was no plan for removal at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient thought it was morphine sulfate in the pump but didn't know the dose or concentration of the medication. He mentioned that when his hcp (healthcare professional) ¿gives probably 2 extra drops [of medication] a day that goes into my spine, it takes care of my withdrawal for 8-10 months¿. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient reported that he would be getting his pump refilled today and did not have much time to talk. He stated that his reason for calling was because he started to go through a little bit of withdrawal the last time his pump was refilled two months ago. Per the patient, his hcp ¿would poke a needle in the pump to suck out what¿s left¿ and would then ¿squirt half the tube down the drain¿. The patient stated that the pump did a great job when he was not in withdrawal. He took pain pills for breakthrough pain when he went through withdrawal. He stated that in the last 20 years ¿I¿ve gone through withdrawal I don¿t know how many times¿. His hcp told him they would not ¿bump up¿ the medication any further. The patient was asking why his hcp had to suck out so much medication from the pump. The patient also mentioned that he has heard his pump alarm ¿when he is showering, and it gets too hot¿. Per the patient, this had first happened ¿18 years ago¿. No additional information was provided by the patient because he had to disconnect the call to go to his pump refill appointment. No further complications have been reported as a result of this event.